Manufacturer narrative:
The vendor investigation concluded that the returned cutter functioned properly and met all DHR release requirements according to the review of the manufactured records. No anomaly or deviation was found. The cause of the bent cutter cannot be determined. This investigation is complete.

Manufacturer narrative:
Evaluation completed. A visual inspection found the needle was slightly bent. The port windows were in the open position. There was a wet and dry solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connector was inspected, and no physical damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut. The inner needle was bent upward and not reaching the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, the cause of the bent needle and no cutting action cannot be determined. The cutter was sent to the vendor, to investigate. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
The user facility in (B)(6) reported the cutter failed to start a few seconds after pressing down on the foot pedal. The cutter continued to aspirate during that time. The cutter was replaced with another one and the surgery was completed with no patient injury.

Manufacturer narrative:
The device has been requested for evaluation. The device history records were reviewed and found manufacturing and sterilization records to be acceptable. The investigation is ongoing.